Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a disconnection between the tubing and distal end luer activated valve of a clearlink continu-flo solution set. The process step in which the event occurred was not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed which observed the tubing was separated from the male luer. Excess of solvent was observed in the tubing. Dimensional testing was performed on the tubing with no issues noted. The tubing insertion into the male luer met specifications. No functional testing was performed. The reported condition was verified. The cause of the condition was due to excess solvent during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.